Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss before and after a battery change. Customer's blood glucose was 407mg/dl at the time of incident and treated with a bolus. Troubleshooting found that the battery was changed and the pump appears to be working as designed. Customer was advised to monitor the pump and call back if necessary. Customer declined high blood glucose troubleshooting.